Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and pocket 3.11 did not open. The customer attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3, sub drawer 11, had jammed when a key ring with keys became lodged inside. This obstruction caused the ring to jam the engine and prevented normal operation. The field service engineer (fse) accessed the drawer by removing the rear panel and using the emergency release to successfully open the drawer. The customer successfully removed and rearranged the keys, which allowed the sub drawer to be recovered. During the inspection, the fse observed that the cradle for the barcode scanner was missing; the cradle was replaced, and no parts were returned since the original cradle was absent. A proactive system inspection was performed. The system functioned as intended after the field service engineer repaired the device.